Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image and b30 scope communication error was a broken circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s reported allegation was confirmed and was determined to be caused by breakage of the electronic board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image and displayed a b30 scope communication error. The reported issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed with another similar device that was connected to the system. Per the customer, the device under goes cleaning, disinfection and sterilization (cds) by machine. There were no reports of patient harm.